Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy with polypectomy procedure performed on (B)(6)2011. According to the complainant, the resolution clip would not release. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2011. According to the complainant, the resolution clip would not release. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned. The over sheath and sheath grip were not returned with the device. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned; therefore, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot for the reported event.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.